Event description:
The customer reported that oozing occurred even though an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
The sample has been requested; but to date, the incident sample has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.